Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent unknown breast surgery with two unknown mentor gel breast implants experienced right sided rupture post procedure. A magnetic resonance imagery was performed on an unknown date which confirmed right side rupture. Furthermore, a physician confirmed right side rupture during explanation surgery. As a result, the patient underwent removal and replacement with two unknown implants on (B)(6) 2019.